Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and reoperation.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. On an unknown date, false lumen enlargement due to a distal stent graft-induced new entry and malperfusion were reportedly observed. On (B)(6) 2022, a reintervention was performed whereby additional stent grafts were placed just above the celiac artery to treat the new entry tear. An intra-operative abdominal angiograph revealed blood flow decreasing in the right renal artery due to false lumen pressure. Therefore, a bare metal stent was placed. The procedure was completed without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated it should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and reoperation.¿